Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late- breast: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ infection (late onset): unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease device was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, b6, d9, h3, h6.

Event description:
Healthcare professional reported left side pain, hardness, swelling. Last month, a sudden throbbing, redness and swelling in the left breast. During the examination, the possibility of capsule formation and rupture in the left breast was mentioned and a breast MRI examination was recommended. In the breast MRI examination, findings indicating 'intra and extracapsular rupture in the implant located in the breast locus, findings compatible with capsulitis in the fibrous capsule, periprosthetic infected collection area' were encountered. During surgery found to have a grade 4 left breast capsule and dense modular formations. Device has been explanted.

Event description:
Healthcare professional reported left side pain, hardness, swelling. Last month, a sudden throbbing, redness and swelling in the left breast. During the examination, the possibility of capsule formation and rupture in the left breast was mentioned and a breast MRI examination was recommended. In the breast MRI examination, findings indicating 'intra and extracapsular rupture in the implant located in the breast locus, findings compatible with capsulitis in the fibrous capsule, periprosthetic infected collection area' were encountered. During surgery found to have a grade 4 left breast capsule and dense modular formations. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported left side pain, hardness, swelling. Last month, a sudden throbbing, redness and swelling in the left breast. During the examination, the possibility of capsule formation and rupture in the left breast was mentioned and a breast MRI examination was recommended. In the breast MRI examination, findings indicating 'intra and extracapsular rupture in the implant located in the breast locus, findings compatible with capsulitis in the fibrous capsule, periprosthetic infected collection area' were encountered. During surgery found to have a grade 4 left breast capsule and dense modular formations. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: seroma-late: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/ nodule: unable to observe since it is not related to the device. Infection (late onset): unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Further investigation results: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade IV, infection, and seroma-late.

Event description:
Healthcare professional reported left side pain, hardness, swelling. Last month, a sudden throbbing, redness and swelling in the left breast. During the examination, the possibility of capsule formation and rupture in the left breast was mentioned and a breast MRI examination was recommended. In the breast MRI examination, findings indicating 'intra and extracapsular rupture in the implant located in the breast locus, findings compatible with capsulitis in the fibrous capsule, periprosthetic infected collection area' were encountered. During surgery found to have a grade 4 left breast capsule and dense modular formations. Device has been explanted.